Event description:
It was reported that the ilet pump became unresponsive with a cracked screen that prevented the user from sliding to unlock, and a replacement device was arranged. No injury or adverse health effects reported. Outcomes included interruption of pump use and reliance on continuous glucose monitor (cgm) data through the dexcom app while awaiting the replacement device. Investigation included customer interview and device replacement logistics. Investigation of this case revealed screen damage with loss of touch functionality and a disconnected pump prior to shutdown, with the device not shut down due to lack of screen access. It was concluded that the event involved a hardware failure of the display assembly resulting in loss of operability.